Manufacturer narrative:
The customer reported that the AED will not power on. The customer stated the screen on this unit will not turn on, (no display). A new battery pack was attached, and the AED turned on (light and sound). There appear to be no physical damage. The unit was stored with pads and battery inserted. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer stated the screen on this unit will not turn on, (no display). A new battery pack was attached, and the AED turned on (light and sound). There appear to be no physical damage. The unit was stored with pads and battery inserted. The customer did not report this event occurred during patient use.